Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter: small (approx. 3mm) piece of plastic left sticking out of vein after cannula removed following failed cannulation. This piece of plastic was successfully retrieved. Remaining piece of plastic removed and wound checked for any other pieces. None detected. Ward manager notified. All cannulae with the same lot no 2319927 withdrawn and held until investigation completed.datix completed. The piece of catheter was protruding from the skin and was able to be gripped using fingers and withdrawn.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system the catheter broke. There was no report of patient impact. The following information was provided by the initial reporter: small (approx. 3mm) piece of plastic left sticking out of vein after cannula removed following failed cannulation. This piece of plastic was successfully retrieved. Remaining piece of plastic removed and wound checked for any other pieces. None detected. Ward manager notified. All cannulae with the same lot no 2319927 withdrawn and held until investigation completed. Datix completed. The piece of catheter was protruding from the skin and was able to be gripped using fingers and withdrawn.